Event description:
It was reported that multiple issues involving limited flow through the needleless ports (¿hub¿) have been occurring during pressure injection of contrast for computed tomography-angiography (cta) scans. The standard practice is to flush the IV line with 10ml of saline through the needleless port before a pressure injection. If the IV line does not flush easily, they replace the needleless port with a new one and proceed. There have been multiple undocumented events where the IV flushes easily; however, when the contrast is attempted to be injected the pressure injector aborts during the injection or almost immediately. The needleless port is replaced and another attempt is made. Sometimes the injection is then successful, but if not, the port is replaced again. If the pressure injector aborts injection again, they remove the port and connect directly to the hub of the IV catheter and are able to successfully inject with no issues. All pressure injectors are set with a pressure limit of 325psi and most injections are above 4ml/second, but the same flow limitation/abort has occurred at 2ml/second. The pressure injectors have been pressure tested by the hospital field service engineer and reportedly they all passed testing. The customer reports witnessing ¿at least 20 occurrences¿, but stated that each incident has not been documented; therefore, the actual number of incidents is unknown. Additionally, no dates, specific patient impact or other details have been documented. This occurs with all age groups of patients and have resulted in such outcomes as: delays in scanning during routine, code gray and trauma patient imaging, the need to repeat numerous scans, and the technologists are exposed to blood when the ports need to be replaced or when injection directly at the IV catheter hub is required. The events did not result in any serious adverse impact to a patient.

Manufacturer narrative:
Correction-this file was determined after clinical review to be not reportable.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that multiple issues involving limited flow through the needleless ports (¿hub¿) have been occurring during pressure injection of contrast for computed tomography-angiography (cta) scans. The standard practice is to flush the IV line with 10ml of saline through the needleless port before a pressure injection. If the IV line does not flush easily, they replace the needleless port with a new one and proceed. There have been multiple undocumented events where the IV flushes easily; however, when the contrast is attempted to be injected the pressure injector aborts during the injection or almost immediately. The needleless port is replaced and another attempt is made. Sometimes the injection is then successful, but if not, the port is replaced again. If the pressure injector aborts injection again, they remove the port and connect directly to the hub of the IV catheter and are able to successfully inject with no issues. All pressure injectors are set with a pressure limit of 325psi and most injections are above 4ml/second, but the same flow limitation/abort has occurred at 2ml/second. The pressure injectors have been pressure tested by the hospital field service engineer and reportedly they all passed testing.